Event description:
A patient reported experiencing inaccurate high results with a meter. The patient's blood glucose results were 95 lab vs. 126 mg/dl. Tests were done within 10 minutes with a difference of 31 mg/dl. Patient did not experience any adverse events. No further information has been reported.